Manufacturer narrative:
This product was explanted and has not been returned; however, it was indicated that product return is expected. As of this time and based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker system, including this right ventricular (rv) lead, presented to the hospital with syncope, fainting, and loss of consciousness. Upon interrogation of the pacemaker system, episodes of prolonged pauses were identified and attributed to noise oversensing, with the longest pause observed being approximately for three seconds. This pacemaker was explanted and successfully replaced. The patient outcome was reported as fully recovered and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis. It was later reported that rv lead fracture was suspected as a potential cause of the noise oversensing; however, this finding was not confirmed.